Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. Proximal stent struts on rows 1 to 3 were bent back distally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and microscopic examination identified kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. No additional product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported the lesion is diffuse. The estimated to be around 40mm in length and the reference vessel diameter is approximately 2.5mm. The lesion is mildly tortuous and heavily calcified. The lesion appeared to be concentric and de novo. The lesion was 70% stenosed. A rota burr 1.25mm and 1.5mm were used to prepare the lesion prior to stenting. In addition, an apex push 1.5mm balloon and an apex 2.0x15mm balloon were used to pre-dilate the lesion. After successful stenting with another stent, the area was post-dilated with a quantum maverick 2.5x16mm balloon. An unspecified runway guide catheter was used along with several guide wires (non-bsc). Finally, the procedure was completed with two overlapping promus element stents deployed from the distal to mid lad (2.25x28mm and 2.5x28mm). No patient complications were reported.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the left anterior descending artery (lad). The vessel was described as 'tight'. The physician attempted to advance a promus element 2.25x28mm stent but was unable to cross the lesion. The stent delivery system was removed from the patient and it was noted the stent edge was 'irregular/deformed'. The lesion was then pre-dilated with an apex 2.0x15mm balloon. Next, another promus element 2.25x28mm was successfully deployed and the procedure was completed. No patient complications were reported. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
(B)(4)